Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error was present in the pump trace download due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with corrosion on all electronic assemblies, moisture damage on motor assembly and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that a broken force sensor was detected during seating or regular delivery. Blood glucose was 13.0 mmol/l. Customer stopped using insulin pump overnight. Customer stated that insulin pump was not exposed to a high magnetic field. Customer states they are not able to rewind the insulin pump. Advise the insulin pump requires replacement and to discontinue use of the insulin pump. Advise to revert to backup plan per healthcare provider instructions. The insulin pump will not be returned for analysis.